Event description:
This is a report of peritonitis in a patient, coincident with peritoneal dialysis (pd). The patient experienced peritonitis, however the patient was not hospitalized. On an unreported date, the patient began treatment with an injection of reflin (1g per day, route not reported) and an injection of tobramycin (40mg every 5th day, route not reported) for the peritonitis. The outcome of this peritonitis event is unknown.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. If additional relevant information becomes available, a follow up medwatch will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.